Event description:
A 37 yr-old female with history of cardiomyopathy, bi-v ICD (biventricular implantable cardioverter-defibrillator), presented to emergency department in cgs. Coronary angiography performed revealing normal coronaries. Patient continued to decompensate and was placed on v-a ECMO the night before. Impella 2.5 was placed on (B)(6) 2021, via right femoral artery (rfa) for left ventricle unloading. Extra-corporeal fem-fem bypass placed due to small rfa and diminished flow down right leg. On (B)(6) 2021, patient has pulmonary edema and was scheduled to receive bronc treatment by pulmonary team that same day. On (B)(6) 2021, there were reports of hemolysis as plasma free hb was up from 30 to 260 on (B)(6): 315, (B)(6): 245. Additionally, an article published in 2025 related to this case indicated that ""the 2.5 was repositioned due to arrhythmia, and when there was hemolysis and renal failure, the 2.5 was explanted and replaced."" On (B)(6) 2021, impella migrated into lv (left ventricle) shortly after transport to (B)(6). Doctor pulled impella back to appropriate position using echo imaging.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.